Event description:
Importer # (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo hospital (B)(4) on behalf of the importer arjohuntleigh inc (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.